Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 17-may-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the cubie drawer main 4.1 not detected on bus failures. Upon arrival, the field service engineer found that there was no issue with the drawer. The service engineer reseated the retractor band and row board cables to avoid future issues. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es had a malfunction that the drawer was not detected on the communication bus. The customer stated that there was a delay in the dispensing of medication. There were no adverse events or injuries reported based on this event.